Event description:
This patient was brought to the operating room for a shunt revision. The shunt had been in place ~1yr 4mo. The intra-ventricular tubing is coming disconnected from the cup, leaving the tubing floating in the ventricle. An endoscope was required to retrieve the ventricular catheter in the ventricle.our facility is concerned that the bioglide coating on these ventricular shunts may compromise the bonding between device components, thus causing the disconnection. We have identified 6 cases, to date, of this unusual mode of failure. Our site has switched to a line of ventricular shunts that does not have the bioglide coating.